Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue and identified material separation, as a complete compound break was noted approximately 1.0 cm from the proximal end of the port stem. The second catheter segment measured approximately 4.4 cm in length. A complete compound break was noted at the distal end of the second catheter segment. Both edges of the complete compound break between the proximal and distal catheter segments were jagged with finely granular surfaces. Similarly, the edges of the compound break on the distal end of the distal catheter segment were also jagged, with a region of the break surface that appeared smooth and another region that appeared granular. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2020), g3, h6 (device). H11: e3, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported approximately two years and one month post placement procedure, the catheter allegedly tore in several places during removal procedure. It was further reported that part of the catheter allegedly migrated into the heart. Patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2020).

Event description:
It was reported approximately two years and one month post placement procedure, the catheter allegedly tore in several places during removal procedure. It was further reported that part of the catheter allegedly migrated into the heart. Patient current status was unknown.